Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced high blood glucose of 253 mg dl on the second day of infusion set insertion which was treated with insulin via pump on (B)(6) 2026.